Manufacturer narrative:
The lead has been returned and is currently in analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection noted the entire lead body was returned in two segments and evidence of fractured conductor coils were observed with both segments. Detailed analysis revealed all conductor coils were fractured at the distal end of proximal segment at approximately 40 cm from terminal pin. A secondary fracture was also identified with one of the coils. Additionally, all conductor coils were fractured at the proximal end of distal segment. Two kinks were also noted in the tubing near the fracture site, and when a reference suture sleeve was placed between the kinks, it was noted this could be the location of a suture sleeve tied-down. Laboratory analysis confirmed the allegation of a lead fracture.

Event description:
Boston scientific received information that this left ventricular lead was explanted due to a suspected fracture. Lead impedances were measuring greater than 2000 ohms. No adverse patient effects were reported.